Event description:
Medical affairs spoke to the pt's family member on 7/21/2003 and they provided the following info: allegedly the pt's meter would not power on. In 2003 the pt was unable to test on their meter. Pt began to feel ill and passed out. The paramedics were called and they took pt to the hosp where their blood glucose result was 240 mg/dl. Pt was treated with insulin and released the same day. The issue was not resolved with troubleshooting. No further info has been reported. The case is being reported as an adverse event because the pt was unable to test which delayed necessary treatment.